Event description:
It was reported that pump experienced malfunction alarm identified as malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue occurred again.